Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the illumination not consistent, the r-unit failed, and the fibers failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the abnormal image was caused by component failure of the r-unit and fibers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use the rigid video scope had abnormal image. There was no patient involvement.